Event description:
The electric power supply cord broke and emitted sparks. Co is unable to inspect the unit, since the user had disposed of it prior to contacting co. Co has added a caution to the labelling to not flex the power supply cord needlessly. Remedial action has been accomplished. No deaths or injuries were reported. This event is not considered reportable under 21cr803 because a similar event would not be likely to cause or contribute to death or serious injury. This report is being made to comply with regulatory letter 90-dt-12.